Event description:
Unomedical reference number (B)(4). Event occurred in the united state. It was reported that the patient suffered from high blood glucose and hospitalize event on 27-april-2024. Patient ER visit due to diabetic related issue. Infusion set has been used for 3 to 4 hours. The blood glucose value was above 600mg/dl. Therefore, patient was admitted in ICU. Patient experienced high level of ketones. Therefore, patient was treated with IV, fluids of saline and mdi. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 6

Manufacturer narrative:
Supplemental report 01 - MDR 1890608: correction: this MDR is being submitted to correct the submitted model number and serial number and expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary, the information in this complaint (B)(4) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 6003736 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6003736 was manufactured according to the work instruction (wi) version 108 packaging in the line 7, on 17/oct/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 04/aug/2025 against malfunction code no malfunction based on complaint information, harm code untreated diabetic ketoacidosis or isolated elevated blood glucose which the patient is unable to self-manage requiring intervention by an health care professional (hcp) or requires emergency advanced life support to prevent permanent organ damage and lot 6003736 and no other complaint have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, no other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.